Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events - 10 events were reported for this quarter.   Product return status - 10 devices were received for evaluation.   Evaluation status - 7 reported events were confirmed during testing. - 7 devices were found to be affected by missing paint chips. 3 device evaluations are in progress.   Additional information - 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes 10 malfunction events in which the device had paint chips missing. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 10 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Evaluation status confirmed 3 reported events were confirmed during testing. -  devices were found to be affected by chipped paint.   Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had paint chips missing. 10 events had no patient involvement; no patient impact.